Event description:
This patient was admitted for coil embolization of an aneurysm of the ic-pc (internal carotid-posterior communicating artery). The target lesion was not calcified and was mildly tortuous. The approach was from right femoral artery. The guiding catheter (5french/90cm shuttle sheath, cook) and the microcatheter (sl-10 str, boston scientific) were delivered. When the orbit was advanced through the microcatheter, the coil got stuck and stopped advancing (it was near the aortic arch). The physician pulled back the coil (as he could not advance any further), and the coil became stretched. The coil was fully removed from the patient with the microcatheter as a unit. The procedure was completed using other new coil and the microcatheter without any patient injury. The micro catheter (sl-10) will be also returned for evaluation with the complaint product. Additional information indicated that the products were new, and all the products were prep per (IFU) instruction for use (flushing, etc). The microcatheter was not re-shaped, and constant and dedicated flush was maintained through the microcatheter at all times. Prior to inserting in the patient, the coil and delivery system were not damaged, and during insertion, the coil introducer was seated correctly on the hub. During advancing, the drip was adjusted when the coil delivery system was inserted. In between exchanges, it is unknown if the microcatheter was flushed. Resistance friction was noted during advancing when the coil was stuck inside the microcatheter. Therefore, advancing was stopped and the cause investigated. After removal, the coil was found stretched. No further information was available.

Manufacturer narrative:
The product was received, but the analysis has not been completed. Additional information will be submitted within 30 days.